Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's bezel assembly/touchscreen was cracked, the stylus was missing, a plastic spacer was broken, and that there was a software error in the log file. The programmer was repaired and returned to service.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.